Event description:
It was reported that the pump was replaced because the battery was depleted. It was noted that the pump did not beep in the last week and the patient experienced withdrawal symptoms. The patient status after the replacement was unknown. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product type catheter. (B)(4). Analysis of the pump found a motor gear train anomaly with corrosion. The pump passed the alarm function test.

Manufacturer narrative:
(B)(4).